Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the returned unit was contaminated and the inner cannula is contained in the tubing. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. Probable root cause was identified to be an over inflated cuff body which caused the excess air to move back into the pilot balloon body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the cuff failed while in use on a patient. The customer reported that air appears to be moving from the cuff back into the pilot balloon. This incident required the patient to be recannulated. There was no further incident to the patient reported.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that alleges that the cuff failed while in use on a patient. The customer reported that air appeared to be moving from the cuff back into the pilot balloon. This incident required the patient to be recannulated. There was no further incident to the patient reported.